Event description:
Home patient reported to the baxter technical assistance line getting a check lines and bags alarm during treatment on the homechoice device. The patient noted that pt tried to clear the alarm by unspiking a supply bag and respiking into a different supply bag. Follow up with rn noted there was no patient injury or medical intervention associated with this incident.